Event description:
The ge oec 8800 fluoroscopy system had screws fall out of the collimator cover onto the x-ray tube.

Manufacturer narrative:
A ge oec service representative investigated the issue and found screws had come out of the collimator cover and were on the tube. The screws were removed and replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.